Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no issues noted. During sample evaluation the door cover was found to be damaged, the door handle was missing, and the battery failed. The device was scrapped. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. The patient was not connected at the time of the event. There was no patient involvement. No additional information is available.